Manufacturer narrative:
It was reported that an olive wire w/trocar tip broke during surgery resulting in the tip being implanted in the patient's bone. Device specific lot information was not available, therefore a review of all non-conformances for device 1405-2248 was performed and no non-conformances or issues during the manufacture or release of the products were identified that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned for evaluation; however based on the available information, it is possible the technique utilized on the instruments applied additional bending forces which resulted in breakage of the device. The product is manufactured with implant grade material, no adverse events have previously been reported as a result of this failure to date, and the case was successfully completed with no report of impact/injury or case delay. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during a bunion procedure on (B)(6) 2019, an olive wire w/trocar tip broke resulting in the tip being implanted in the patient's bone. The surgery was successfully completed with no delay or additional patient outcomes.